Manufacturer narrative:
This report filed february 1st, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient developed pain, swelling and tissue granulation at the implant site. Treatment with oral antibiotics and injectable steroids (date and duration not reported) was unsuccessful, resulting in the decision to discontinue use of the device.

Manufacturer narrative:
Correction: the correct brand name is: 'ba300 abutment 9mm', not 'flange fixture and abutment' as previously reported. The correct common device name is: cochlear baha connect system, not 'lxb' as previously reported. The correct catalog # is: 92131, not '92127' as initially reported.